Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient has pain and discomfort at the ins pocket from losing (B)(6). The ins is moving freely in the pocket. The cause is due to the patient losing (B)(6). Impedances were read and normal and the patient is getting good pain relief with stimulation. The patient met with a neurosurgeon who is contemplating moving the ins to a different location. It was unknown if surgical intervention was planned. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2018-may-10 reporting that on (B)(6)2018 a new generator was placed in the right flank and the right buttock generator was removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2018-03-29, reporting that the patient met with the neurosurgeon to discuss moving the device. They stated that they had not been informed if the patient and physician had decided to reposition the battery. This was all the information they had at this time. No further complications were reported/anticipated.